Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, on the initial firing of the device, clips began to fall out of the jaws. Another clip applier was opened and it jammed. Case completed with a third device of the same product code. There were no patient consequences reported. Two devices will be returned.

Manufacturer narrative:
(B)(4). Yielded jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.